Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. No lot release records were reviewed, as the product lot number was not provided. We are unable to determine if any product condition could have contributed to the reported event. Locked down smartphone: phone_control_android omnipod software app version: 3.1.6 operating system: bp2a.250605.031.a3.s928u1ues5czc1 hardware: sm-s928u1 cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
On (B)(6), 2026, the patient sought medical attention while wearing a pod on the arm for between 24 and 36 hours. The patient lost consciousness at home, and emergency medical services were contacted. A blood glucose level of approximately 20 mg/dl (<30 mg/dl reported earlier) was reported. The patient also reported experiencing low blood glucose readings of approximately 40 tp 45 mg/dl prior to the event and reported being unable to connect the sensor. The patient received on-scene treatment with a glucose injection. No hospitalization occurred. The medical diagnosis was hypoglycemia. The patient reported forgetting to switch to automated mode and continuing insulin delivery in manual mode after activating a new pod, which preceded the hypoglycemic event.